Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, episodes of far field r wave oversensing resulting in inappropriate mode switching were noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.